Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this device triggered elective replacement indicator (eri) and the physician inquired how long the product can remain implanted post eri indicator, as it has been reported the patient has an infection of unknown source. The medical facility inquired with boston scientific technical services, if the change out could be postponed until the infection is resolved. Technical services provided labeling guidance regarding longevity after eri and encouraged the physician to move forward with device replacement. No allegations against the functionality or longevity of the implanted product.